Manufacturer narrative:
Device evaluation the 01 x zso-7-12 zimmon biliary stent of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional checks to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use /or label review: it should be noted that the instructions for use (ifu0045) states the following: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent¿ it also says, ¿visually inspect with particular attention to kinks, bends and breaks¿. ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener subsequently causing issue with loading the wire as reported. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: failure identified: as per customer testimony the stent kinked and could not be loaded on to the wire. Confirmed quantity of 01 device, reported used. Investigation findings conclude a possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener subsequently causing issue with loading the wire as reported. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-mar-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent kinked and could not be loaded on the wire. The following information has been requested via email on 06sep2023 / 07sep2023. Sg 07sep2023. 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: device placement. Device removal. Observation prior to patient contact. 2.1.2 what was the target location for the stent? 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 2.1.4 *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? 2.1.5 was the wire guide lubricated prior to use? N/a, yes, no. 2.1.6 *was the wire guide inspected for damage prior to use? N/a, yes, no. 2.1.7 was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no. 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no. If yes, please indicate the procedure performed. 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no. 2.1.10 * if not with the device in question, how was the procedure finished? 2.1.11 what intervention (if any) was required? 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no. If yes, please detail any other defects observed. 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.1 had a sphincterotomy been performed prior to this occurrence? N/a, yes, no. 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no. 2.2.4 please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. ¿ if other, please specify. 2.2.5 *was resistance encountered when advancing the wire guide to the target location? N/a, yes, no 2.2.6 *was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no. ¿ how did the physician deal with this resistance? 2.2.7 how did the physician determine the length of the stent to be used for the procedure? 2.2.8 where was the stricture located in the duct? 2.2.9 *was the stricture dilated prior to placing the device?* ¿ if so, please indicate what device(s) were used. 2.2.10 *was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no. 2.2.11 after placement, was stent position verified? N/a, yes, no. If yes, please describe how. 2.2.12 please estimate the amount of time the stent was in place prior to this occurrence. 2.2.13 did any section of the device detach inside the endoscope or patient? N/a, yes, no. ¿ if yes, please specify what section of the device broke off: 2.2.14 please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient. 2.2.15 was the broken device retrieved? N/a, yes, no. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 2.2.16 were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no. If yes, please indicate what modifications were made: 2.2.17 please indicate why the modifications were necessary. 2.2.18 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 2.2.19 did the patient require any additional procedures as a result of this event? N/a, yes, no. 2.2.20 what intervention (if any) was required? 2.2.21 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 2.2.22 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed. The following information has been received via email on 20sep2023. Sg 20sep2023. 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: device placement, device removal, observation prior to patient contact no 2.1.2 what was the target location for the stent? Cbd. 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored properly. 2.1.4 what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Met ii .035¿ x 480 cm. 2.1.5 was the wire guide lubricated prior to use? With water 2.1.6 was the wire guide inspected for damage prior to use? Yes. 2.1.7 was the device at the center of the complaint inspected for damage prior to use? Yes 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? If yes, please indicate the procedure performed. Ercp. 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? No. 2.1.10 if not with the device in question, how was the procedure finished? Another stent 2.1.11 what intervention (if any) was required? No. 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? If yes, please detail any other defects observed. No. 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Pentax ercp. 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a. 2.2.4 please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. If other, please specify. 2.2.5 was resistance encountered when advancing the wire guide to the target location? N/a. 2.2.6 was resistance encountered when advancing the introduction system in place to the target location? How did the physician deal with this resistance? N/a. 2.2.7 how did the physician determine the length of the stent to be used for the procedure? N/a. 2.2.8 where was the stricture located in the duct? N/a. 2.2.9 was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. No. 2.2.10 was resistance encountered when advancing the stent through the obstructed area? N/a. 2.2.11 after placement, was stent position verified? If yes, please describe how. N/a 2.2.12 please estimate the amount of time the stent was in place prior to this occurrence. Was never placed. 2.2.13 did any section of the device detach inside the endoscope or patient? If yes, please specify what section of the device broke off: no. 2.2.14 please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient no. 2.2.15 was the broken device retrieved? If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): yes. 2.2.16 were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) If yes, please indicate what modifications were made: no. 2.2.17 please indicate why the modifications were necessary. N/a. 2.2.18 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. N/a. 2.2.19 did the patient require any additional procedures as a result of this event? No 2.2.20 what intervention (if any) was required? N/a. 2.2.21 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 2.2.22 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? If yes, please specify what was observed and where on the device it was observed. No. The following information has been requested & received via email on 26sep2023. Sg 26sep2023. Can you please ask was the pigtail straightener used to straighten the pigtail curls of the stent ? Yes it was used.